Event description:
It was reported that the pump did not alarm while on. Per reporter the device made a continuous alarm like sound after they removed the batteries. The pump was connected to a patient when the error/event occurred. Settings were reviewed and the continuous infusion rate: 104ml, total reservoir volume: 200ml, and given: 183ml. The air detector was off, but the upstream sensor was on. The length of infusion: 46 hours. Lock level: 2. A cstd was used to fill cassette. The pump was used to prime the extension tubing. The reporter noted that the patient had to wait as they were trying to infuse the remaining drug. The event occurred at the clinic and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Neither sample or pictures were received for the analysis of this complaint the device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.